Event description:
The manufacturer's representative called in to report that nothing was wrong with the device or the administration set. The representative received information that intra-abdominal pressure was the cause of the problem.